Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and 510k number. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical records and plaintiff profile form: (B)(6) 2015 ¿ patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps. Per op notes, ¿the ventralight st mesh using echo ps was placed into defect and secured using sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with small bowel obstruction secondary to adhesive band thereby underwent open repair. Per op notes, ¿multiple adhesions were performed from the omentum to the mesh. The small bowel obstruction was released after band was resected.¿ (B)(6) 2018 ¿ patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with the. Per op notes, ¿the patient had a complex hernia scattered throughout with multiple tracts was dissected free. Dense adhesions scattered throughout the entire small bowel with the majority of small bowel being stuck to previous mesh was taken down. A severe band that was causing a near obstructing of the small intestine was removed.¿ (B)(6) 2018 ¿ patient had cholecystitis, cholelithiasis thereby underwent open cholecystectomy. (B)(6) 2019 ¿ patient was diagnosed with small bowel obstruction thereby underwent open repair. Per op notes, ¿the patient had dense scarred tissue scattered throughout the entire abdomen and extensive enterolysis was performed to free up the small bowel and the ligament of treitz.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.